Event description:
It was reported that t:slim x2 pump battery would not charge, with caller experiencing low power alerts and pump failing to recognize charging connection despite use of different charging cables, wall adapters, and confirmed working outlets. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, instructed customer to let pump battery fully deplete before return, advised customer to reprogram settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using provided pre-paid label.